Event description:
It was reported that during the procedure for treatment of the moderately tortuous, mildly calcified circumflex artery, pre-dilatation was performed 4-5 times. A 2.50x28 otw xience xpedition stent delivery system (sds) was loaded on an unspecified guide wire and advanced to the target site. The balloon was pressurized and a kink was observed in the catheter. Due to the kink, pressure built up in the inflation device and the balloon could not fully expand. The stent deployed. Negative pressure was applied to the stent balloon but due to the kink, all the contrast could not be removed from the balloon. As the balloon was withdrawn from the stent, resistance with the stent was felt but the stent did not move from the target lesion. The balloon was pulled into the guide catheter with resistance due to the balloon not being fully deflated, and once inside the guide catheter, the sds catheter separated. The guide catheter was withdrawn from the anatomy with the sds inside the guide catheter. Additional post dilatation was performed to fully appose the stent to the vessel wall. Although there was a delay in the procedure, there was no adverse patient effect and the patient remained stable throughout. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system (sds) was returned for analysis. The shaft separation and kink were confirmed. Inflation/deflation, difficulty to remove post deployment and difficulty to remove device from the guiding catheter could not be tested due to the condition of the device. Based on a visual analysis inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.